Event description:
It was reported that during an acl reconstruction case, the retrobutton suture loop broke. The button remained in the patient unsecured. The case was completed with a bio-interference screw.

Manufacturer narrative:
Follow up with the reporter provided additional information that after the surgeon placed the retrobutton, a sound was heard; the suture loop was examined and found to be broken. Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event would be inadvertent fraying, nicking or cutting of the suture during insertion of the device either with another instrument or against a sharp edge of bone tunnel. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.